Event description:
Information was received from the customer that, the device reportedly experienced a power cord failure. Allegedly, the patient was using the device when they noticed the power cord appeared to be melted, however there was no reported patient harm. An invesgitation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation exposing metal attached to the power cord. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords (ul 817 and iec60320-1).